Event description:
The proximal end did not cut and therefore anastomosis was left open. When trying to take out the ppceea, the instrument was stuck on the bowel and the distal donut was broken. There was a small tear of the anastomosis as a result.